Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a laparoscopic hand assisted right colon procedure, the device disintegrated upon insertion. Product was removed from the pt, new disc opened to finish the case. Procedure proceeded without consequence.